Event description:
It was reported that during a rotator cuff repair surgery an error 8 occurred. No patient injuries or delay reported. Surgery was finished with a smith+nephew back-up device device. Results of investigation have concluded that this unit had an f4 error code which makes it a reportable event.